Manufacturer narrative:
Device out of warranty; manufacturer's service declined.

Event description:
The customer reported the ventilator was alarming due to a data acquisition pcba adc failure. A data acquisition pcba adc failure may result in vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. The customer requested manufacturers field service contact them for a service estimate, and pse provided information for a data acquisition pcb board for repair. The customer reported the device has been removed from service pending repair decisions. Manufacturers field service contacted the customer who declined service.